Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lap low anterior resection. Event description: surgeon noticed a fragment of plastic in the abdomen. An obturator was removed after entry of a kii trocar and noticed the helix tip seemed to be bent or broken and the surgeon asked to sent this off for investigation to am. The fragment was not removed from the abdomen, thought to be from the damaged obturator. No suggestion was made why it was damaged, no abnormal observations before or during trocar entry and normal function of kii trocars during the procedure. Intervention: the fragment was not removed from the abdomen, thought to be from the damaged obturator. Patient status: ok.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear fragment. Visual inspection confirmed the complainant¿s experience of a broken obturator tip. The clear fragment was identified to be a portion of the obturator tip. Based on the condition of the returned unit, it is likely that the reported event was caused by the obturator being more susceptible to fracture.

Event description:
Procedure performed: lap low anterior resection. Event description: surgeon noticed a fragment of plastic in the abdomen. An obturator was removed after entry of a kii trocar and noticed the helix tip seemed to be bent or broken and the surgeon asked to sent this off for investigation to am. The fragment was not removed from the abdomen, thought to be from the damaged obturator. No suggestion was made why it was damaged, no abnormal observations before or during trocar entry and normal function of kii trocars during the procedure. Intervention: the fragment was not removed from the abdomen, thought to be from the damaged obturator patient status: ok.